Event description:
Caller reported blood glucose results of 518 mg/dl and 221 mg/dl on the compact plus system within 10 mins. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.